Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon chose 6f-70 long sheath, 5f-115 navien, and marksman 150. After the microcatheter was in place, the stent was started to deliver. During this period, the resistance was extremely large. After the stent was in place, the microcatheter was withdrawn. After the development coil at the tip end of the stent was exposed, the microcatheter could not be withdrawn further and the stent could not be pushed. After repeated operations, the stent remained stuck in the microcatheter. Later, the stent and microcatheter were withdrawn as a whole, and it was observed that the tip of the microcatheter was damaged and the stent had detached from the push rod. There was resistance and the pipeline became stuck in the distal portion of the catheter. The catheter was flushed continuously with heparanized saline. The physician released the load (slack) in the system in an attempt to resolve the issue, the issue did not resolve. The distal section of the catheter was kinked. The middle of the pushwire was kinked. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The pipeline was used for an approved indication. The patient was undergoing dense mesh stent pipeline implantation surgery for treatment of a saccular, unruptured vertebral artery v4  aneurysm with a max diameter of 4.75mm and a 6.15mm neck diameter. The landing zone was 3.71 distally and 3.51mm proximally. The access vessel was the femoral artery with a diameter of 10mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level 91%. Angiographic result post procedure revealed partial retention of contrast agent.

Manufacturer narrative:
H3: product analysis of ped-400-25, lotno:b555515 ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex pusher was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. No break or separation was found with pushwire. The hypotube was found to be stretched and the shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker and tip coil. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~5.0cm to ~9.5cm from the catheter hub. In addition, the catheter body was found to be accordioned from ~31.5cm to ~26.0cm from distal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the braid (fraying); hypotube (stretching) and catheter (accordioning/flattening); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.